Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 05/25/2017 with the following findings: the pump¿s black box showed that there was a replace battery alarm on (B)(6) 2017 at 17:35 followed by multiple pump reboot events beginning at 22:26. Insulin deliveries never resumed. No damage was found to the battery compartment. The returned battery cap was worn down but the threads were intact. There was difficulty attaching and removing the battery cap. A test cap was used to complete testing. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33.0mmol/l with symptoms of increased thirst and urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter stated that the pump¿s battery cap was unable to be removed from the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of damage to the pump and battery cap.